Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support. While on support, the patient had severe right iliac artery tortuosity. It is unknown when the dissection occurred but ultimately led to pump removal and intra-aortic balloon pump placement. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage - peripheral vessel issue was patient condition related to diseased vessels.